Event description:
The reporter contacted animas on (B)(6) 2013 reporting that they are currently in the hospital recovering from surgery that they had on (B)(6) 2013. The patient stated that they have to have surgery again on (B)(6) 2013. The patient stated that at 3:00am their blood glucose (bg) was greater than 500mg/dl. The patient reported that they received an insulin injection of 12u prior to time of call. The patient reported that they changed their site and supplies at 3:00am. In addition the patient changed their supplies on (B)(6) 2013 around 6pm. The patient had been in hospital recovering from foot surgery and has decreased activity. The patient reported that they have been on pain medication since (B)(6) 2013 morning. The patient stated that the hospital doctor advised that the pump was not working correctly and needed to be replaced. This report is being made due to an alleged hyperglycemic event the patient experienced due to an alleged history settings (inaccurate delivery) issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/08/2014 with the following findings: the last basal delivery and the last delivered bolus were recorded on (B)(6) 2013. No alarms related to the complaint were noted in the alarm history; only typical usage was observed. The basal and boluses add up appropriately to total the total daily dose showing that the pump was delivering accurately until the last date used. The pump successfully passed a delivery accuracy test and was found to be operating within required specifications. No alarms occurred during testing. Unrelated the complaint, the battery compartment crack was observed from threads to case seal. The returned battery cap was able to attach to the pump and was used to complete testing. The history settings issue was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.